Event description:
Lap sigmoid. Pcs29 dlu was fired and pc read "firing incomplete". An intra-operative leak developed. Sutures were applied to correct the leak without further incident. According to the sales associate who was present during procedure, there were no unique circumstances that may have contributed to the leak.